Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument associated with this complaint and completed the device evaluation. Failure analysis investigation did not replicate nor confirm the customer reported complaint "it didn't properly seal/cut." The instrument was placed on the in-house system and passed recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. Due to the instrument energy cable being cut, the vessel sealer could not be tested or energy on the in-house system. The instrument was tested for electrical continuity and passed. Jaw ceramic dots were visible and knife slot measurement passed at .026". The instrument was found to have dislodged blade. Visual inspection showed that the blade was exposed outside of the blade garage .085". No conductor wire damage or snake wrist damage was found. There was significant bio debris found at the instrument tip. A review of remotefe log showed 1 number of blade exposed failure. This instrument was tested for electrode gap and it passed. Additionally, the grip force was tested in the straight, pitch and yaw directions and passed with the following values: straight orientation was 5.41lbf, pitch orientation was 6.00lbf, and yaw orientation was 6.13lbf. Based on the information provided at this time, this complaint is being reported because the endowrist one vessel sealer instrument was unable to seal which resulted in bleeding. While there was no report of any patient, harm, adverse outcome or injury, recurrence of the reported failure mode could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci-assisted total malignant hysterectomy surgical procedure, the vessel sealer extend instrument did not properly seal/cut and tore the vessel, resulting in bleeding. The faulty vessel sealer was replaced. The procedure was completed utilizing a backup vessel sealer. No patient harm, injury or medical intervention was reported. Isi followed up with the clinical sales representative (csr) and obtained the following additional information: the vessel sealer was working but stopped working a couple minutes into the case. The surgical staff was able to continue the case with a backup instrument, and the procedure was completed with no complications. According to the csr, the patient's blood loss did not require immediate medical intervention. After multiple attempts, there have been no further details provided from the site as to the amount of blood loss to the patient and/or the current condition of the patient.